Event description:
It was reported that prior to surgery, the inside packaging of the implant was found to be open and the external packaging was also damaged. The device was not used. There was also no patient impact to the patient as a replacement device was used.

Manufacturer narrative:
Investigation is in progress.